Event description:
It was reported that during a lap chole procedure, the clip shot out of the jaw while trying to feed it. A second device was opened and the clip was feeding sideways into the jaw. Another device was used to complete the procedure. There was no pt consequence.